Event description:
Event verbatim [preferred term] sealing procedure of the oval window: gelfoam [off label use], sealing procedure of the oval window: gelfoam [device use issue], gelfoam toxicity [toxicity to various agents], , narrative: this is a literature report for the following literature source: "advantages and risks of various sealing procedures of the oval window: vein graft, adipose tissue, gelfoam, merogel", adv otorhinolaryngol, 2007; vol:65, pgs:206-209. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for middle ear disorder. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "sealing procedure of the oval window: gelfoam"; toxicity to various agents (intervention required, medically significant), outcome "unknown", described as "gelfoam toxicity". The action taken for absorbable gelatin was unknown. Early contradictory papers on gelfoam toxicity can be due to the use of formaldehyde as a sterilization substance. No follow-up attempts are possible. No further information is expected. Follow-up (02may2023) this is a follow-up literature report for the following literature source: advantages and risks of various sealing procedures of the oval window: vein graft, adipose tissue, gelfoam, merogel, advances in oto-rhino-laryngology, 2007; vol:65, pgs:206-209, based on receipt of the full publication. This case is considered invalid due to no identifiable patient and is being deleted from the database for the following reason: no patient., comment: the events off label use, deice use issue, and toxicity to various agents are assessed as serious, associated with the product absorbable gelatin, and unlisted in the cds of the pfizer suspect product absorbable gelatin (gelfoam).

Event description:
Sealing procedure of the oval window: gelfoam [off label use in unapproved indication]. Sealing procedure of the oval window: gelfoam [device use issue]. Gelfoam toxicity [drug toxicity. This is a literature report for the following literature source: "advantages and risks of various sealing procedures of the oval window: vein graft, adipose tissue, gelfoam, merogel", adv otorhinolaryngol, 2007; vol:65, pgs:206-209. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for middle ear disorder. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "sealing procedure of the oval window: gelfoam"; toxicity to various agents (intervention required, medically significant), outcome "unknown", described as "gelfoam toxicity". The action taken for absorbable gelatin was unknown. Early contradictory papers on gelfoam toxicity can be due to the use of formaldehyde as a sterilization substance. No follow-up attempts are possible. No further information is expected.